Event description:
It was reported that a diagnostic anomaly resulting in an inconsistent remaining longevity estimates was observed on the device. Abbott technical support was contacted and confirmed the event. No intervention was required to resolve the event. The patient was in stable condition and will continue to be monitored.